Manufacturer narrative:
On 1/4/2021, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2021, during the visual inspection, the device was found to be ruptured, it was received in two pieces. Additionally, an anomaly was observed on the edges of the rupture consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/15/2020, it was reported to mentor that the replacement device was mentor memorygel breast implant 375cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Note: the date of removal is (B)(6) 2020. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 375cc and suffered from a rupture on the right breast implant. As a result, the patient will undergo removal on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient experienced surgical intervention on the left side and bilateral cutaneous contour deformity. Removed code anisomastia and added code cutaneous contour deformity to more accurately capture the reported event for the right side. Manufacturer¿s reference number: (B)(4).